Event description:
On (B)(6) 2012 customer reported that the aspiration probe, on the act diff instrument, leaked after each run. Customer stated that the leak was approximately 1 ml of diluent and it was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the leak at the aspiration probe was caused by a clog in the tubing, which led from the probe wipe to the vacuum isolation chamber (vic). Fse replaced the tubing and the vic and flushed the system with bleach. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
Results: fse replaced the vacuum isolation chamber. (B)(4).